Event description:
A physician reported a pt who was originally skin tested on 6 november 1997 with negative results. The pt was subsequently treated several times without event. On 7 january 1999, the pt was treated in the corners of the vermilion borders and in the vertical lip lines. Since april 1999, (excat date not known) the pt has noted intermittent swelling and induration at the treated sites. The pt stated the symptoms exacerbate at night and diminish during the day. Benadryl has been prescribed (start date unknown) and was not effective. A medrol dos- pak was prescribed (start date unknown) with limited effect. The physician diagnosed a delayed intermittent hypersensitivity.